Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the gasket tore. 01/08/1999 another trocar was pulled to complete the case. There was no consequence to the pt.